Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms that resulted in a lead safety switch (lss) to unipolar. The patient was seen in office and the pacemaker was programmed back to bipolar at that time. A few months later another lss occurred due to a spike in impedance of greater than 3,000 ohms. Per review of the device data, there are only these two spikes in impedance. All other impedance measurements were within the normal range. Boston scientific technical services (ts) advised conducting a threshold test in unipolar and either continued monitoring as is or reprogramming the device to bipolar sensing and unipolar pacing. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms that resulted in a lead safety switch (lss) to unipolar. The patient was seen in office and the pacemaker was programmed back to bipolar at that time. A few months later another lss occurred due to a spike in impedance of greater than 3,000 ohms. Per review of the device data, there are only these two spikes in impedance. All other impedance measurements were within the normal range. Boston scientific technical services (ts) advised conducting a threshold test in unipolar and either continued monitoring as is or reprogramming the device to bipolar sensing and unipolar pacing. This product remains in service. No adverse patient effects were reported.